Event description:
It was reported that right ventricular oversensing noted to be post paced t wave oversensing was received on the implantable cardioverter defibrillator. The low frequency attenuation filter was programmed off. The patient was stable before, during and after the event.